Event description:
It was reported that the programmer could not interrogate the device. Further investigation indicated that the programmer did not have the updated device software. The client was directed to contact the sales representative to have the programmer updated. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.